Event description:
Reportable based on device analysis completed on 22apr2022. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 38 x 4.00 promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed intact and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
A promus elite ous mr 38 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal, proximal and mid-sections were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.